Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery. The insulin pump was unable to confirmed error alarm due to erased history file. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and broken battery tube threads.

Event description:
Customer reported that insulin pump alarmed motor error during insulin basal and bolus delivery. Customer stated he does not use the sensor feature and is able to rewind and prime the insulin pump. Current blood glucose level 298 mg/dl. Nothing further reported.